Event description:
Procedure: left anterior resection with end to end anastomosis. According to the rptr, after firing, the anvil was not tilted. The anvil and center shaft were removed from the cavity. It was found that the tissue was partially cut. Add'l resection and manual suturing were done. The membrana mucosa was not fully transected. Currently, the pt is under observation with a covered stoma. The bleeding was under 500cc's and there was no blood transfusion. The procedure was extended more than 30 minutes.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.